Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The root cause of the reported problem was determined to be depleted main batteries due to user error. The main batteries and battery harness were replaced. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Additional investigation is being conducted through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Similar reports have been received for the reported problem. Baxter will continue to monitor reports for the reported problem.